Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experiencing database errors. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the patient was not showing on the station. A technical support specialist (tss) identified that the station database was in suspect mode and followed the repair steps from the knowledge article (how-to ¿ recover / repair a corrupted dsclientoltp database & proper datasync procedure & how to place new db in es station). After failed attempts to contact the user, the tss stopped services, ran repair queries, and backed up the database. The database was successfully repaired and fully synchronized. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was experiencing database errors. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.